Event description:
It was reported that, during the implant procedure of this right ventricular lead, it exhibited high out of range pacing impedance measurements. Additionally, difficulty to insert was experienced. It was decided to explant and replace this lead. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.